Event description:
The user facility reported that during a diagnostic cystoscopy procedure the users experienced a total loss of image. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The device produced no image and horizontal lines appeared on the video screen while the device was being tested. There was evidence of fluid invasion in the scope connector, and video connector, which caused the printed circuit board to become wet and caused the image difficulty. There was a large dent on the insertion tube. The device was refurbished.